Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctor had difficulty opening and closing the fenestrated bipolar forceps (fbf), preventing its use for both dissection and coagulation, and a loose cable was found. There was no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.